Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative inspected the imaging system onsite and confirmed there was no network communication. The yellow network cable was replaced, and after unwrapping it was plugged into the lan port. Communication was restored and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the imaging system was indicating a image frame rate error when trying to take fluoro images and 3d spins. The system was rebooted and the umbilical/interface cable was reseated, but the issue did not resolve. An attempted reboot of the image acquisition system (ias) and mobile view station (mvs) independently, with the cable disconnected, allowed the user to boot into 2d mode. However when attempting to take fluoro image or 3d image, the site received the "imaged frame rate below recommended levels" error message. The surgeon stated that he would like to open and close the imaging system's door, reboot and try again. There was no impact on the patient outcome as a result of this issue.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.